Event description:
Philips received a complaint by the customer on the v60 indicating that the unit will not power on. It was reported there was no patient involvement at the time the issue was discovered. The unit was outside of clinical use; there was no report of harm. The remote service engineer confirmed with the customer that the main switching 24-volt dc power supply is functioning. The manufacturer's field service engineer (fse) was dispatched to the site and was told that the issue had been resolved by the customer. No further information was provided. The device passed required performance verification tests per philips standards and was returned to service.